Manufacturer narrative:
(B)(4).

Event description:
It was reported that the implantable cardiac monitor exhibited undersensing. The device was reprogrammed and appropriate sensing was observed. No additional information was available.